Event description:
On (B)(6)2009, pt admitted due to fall after total right hip replacement. Pt underwent arthroplasty hip revision on (B)(6)2009 with cefazolin given perioperatively. Discharged on (B)(6)2009. Pt started on augmentin and ciprofloxacin at nursing home sometime between (B)(6)2009 and (B)(6)2009. Pt sent to an outside ER on (B)(6)2009, due to symptoms which included fever. Wound noted to be draining and cultures taken -enterobacter-. Antibiotic treatment with vancomycin and zosyn started. On (B)(6)2009, outside facility infectious disease consult stopped antibiotic treatments. On (B)(6)2009, pt admitted due to possible wound infection and possible cellulitis. Dressings were soaked with serous fluid. It was determined that the pt may have a total joint injection. On (B)(6)2009, pt underwent hardware removal and irrigation and debridement. Pt showed signs of septic shock and during surgery, the incision site showed large amounts of serous fluid and necrotic tissue. Seropurulent fluid noted under pressure in joint capsule. On (B)(6)2009, vancomycin and linezolid stopped due to concerns of decreased platelets. Pt started on unasyn and daptomycin. Linezolid and zosyn stopped. Pt developed dic on (B)(6)2009 and died on (B)(6)2009. Dose or amount: 10cc. Dates of use: (B)(6)2010 to present. Diagnosis or reason for use: hip revision.